Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient did not charge the ipg as recommended, which caused the ipg to became inoperable. A manufacturer representative confirmed that the ipg would not communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced. Therapy restored post-op.